Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
(B)(4). The end user states the seat upholstry is getting ripped by public transport. She states when they fold and unfold the chair, is ripping. The caller states the seat and back are ripping at the seam.